Manufacturer narrative:
(B)(4).

Event description:
It was reported via social media that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported the patient¿s cgm was reading 300 mg/dl while the bg meter was reading 31 mg/dl. As a results of this, the patient ¿crashed his car and was hospitalized¿. The social media post did not provide any identifying patient information, therefore, dexcom technical support could not reach out to the patient for event clarification. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.